Manufacturer narrative:
Zimmer biomet (B)(4). Patient age and weight not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that the screw fractured. Tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One screw was returned for investigation. Visual evaluation of the as returned product identified a fracture on the threads of the screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."